Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited damage to the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, acoustic lens ID damaged (damage level; reach to the glue-layer), could not be identified. Probable cause could not be identified due to not being able to confirm the information related to the occurrence of the phenomenon from the investigation results. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: as a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomena.¿ olympus will continue to monitor the field performance for this device.